Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the patient with this right atrial lead had fever and headache. The patient was then diagnosed with endocarditis. Additional information obtained from the field representative indicates that patient had no infection as all the cultures taken were negative. The physician removed the whole system and replaced it with a new one. This ra lead was returned back to the laboratory. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant and event dates provided do not make sense so they were left off of this report.